Event description:
It was reported that during the procedure to treat the mitral valve, the supra core guide wire was advanced and resistance was noted with the introducer's dilator used for the procedure. After use, the guide wire was noted to have stretched coils around the central shaft of the guide wire at the transition portion. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided. ***returned device analysis identified a break in the coils.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device and identified a break in the coils. The reported stretched coils was confirmed. The reported difficult to advance could not be tested due to the device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.